Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 8.5 mmol/l. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.